Event description:
During a routine dental panoramic x-ray exposure, the pt moved in such a manner as to obstruct the rotation of the x-ray tube head. By preventing the free rotation of the unit the pt caused radiation exposure in one area for a longer than expected duration. After a couple of seconds the operatol saw what had happened and discontinued the procedure.